Event description:
A caller reported experiencing an error with their continuous glucose monitor, specifically labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to the caller for performing a complete pump reset, after which the error did not reappear. The caller successfully initiated a new sensor session following the reset.